Manufacturer narrative:
Device returned to manufacturer date: unknown. The investigation date has been used for this field. Investigation: customer return sample / photo and/or retain evaluation summary: (B)(4) unused samples were returned by the customer in support of this complaint, and these samples were draw-tested with deionized water. The water is drawn from a compensated draw apparatus. This comprises of a header tank, which is connected via tubing to a direct draw adapter at the end, into which the tube is inserted. The level at which the tube is inserted into the apparatus, is determined by local atmospheric pressure. This simulates the blood drawing method. Then the drawn tubes are weighed on a calibrated balance. (Please reference test procedure (B)(4) section three). From this testing it was determined that all (B)(4) tubes drew within specification, fairly close to the nominal, (results ranged from 3.353 to 3.423 ml). (B)(4) other tubes were returned in a separate bag, 1 containing a small amount of blood; both these tubes drew to the fill-line when draw-tested. DHR/bhr review: no qns or other issues relating to the reported defect were identified in the DHR, and no ncmrs were in force on this device. Investigation conclusion: function testing of returned tubes did not confirm the reported defect. A review of the verbatim provided with this complaint identified that (B)(4) or low draw was appropriate, a copy of which is appended. Root cause description: the most likely root cause for this type of defect will be documented in (B)(4) or low draw. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for evaluation of current trends.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had a low draw. No serious injury. No medical intervention.